Event description:
It was reported that while performing an atrial fibrillation (afib) procedure, the patient's blood pressure dropped. A reprocessed ultrasound catheter confirmed the perforation. A pericardiocentesis was performed and an unknown amount of fluid was removed. The patient was stabilized and was under observation. Upon request, additional information was provided on the event by the bwi field representative. The physician had completed vein isolation for the left and right veins. When attempting to recheck for vein capture via pacing from the appendage, a sharp 30 point drop in the patient's blood pressure was acknowledged by anesthesia. The mapping catheter may have perforated the endocardium. The effusion was confirmed with the reprocessed accusound catheter. The physician administered a pericardial tap removing fluid within pericardial space. The other factor that may have contributed to the incident was that the patient had a fibrotic atrium. The physician did not experience any difficulty in manipulating the catheter. The user did not notice any abnormal signals. The rf generator was set to 'power-control" mode. The temperature cut-off setting was set to 40w and the flow setting was set to 15ml/min. The agilis sheath was used. The act was maintained at 275-350.

Manufacturer narrative:
Concomitant products carto 3 system, model #: m-4800-01, serial #: (B)(4). Coolflow pump, model #: m-5491-02, serial #: (B)(4). Stockert 70 system, model #: m-5463-01, serial #:(B)(4). Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that while performing an atrial fibrillation (afib) procedure, the patient's blood pressure dropped. A reprocessed ultrasound catheter confirmed the perforation. A pericardiocentesis was performed and an unknown amount of fluid was removed. The patient was stabilized and was under observation. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, the catheter was tested and it passed electrical and deflection tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown.